Event description:
It was reported that a bd emerald¿ syringe leaked around the membrane and down the piston. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the manufacturing facility received the affected sample for investigation and a leakage through the plunger rod was observed. We identified damage in the barrel of the syringe which likely caused the leak reported. A batch history review showed no non-conformances associated with this issue during the production of this batch. This damaged can be produced in the primary packaging machine as a result of the tweezers that hold the syringe failing and damaging the barrel. Investigation conclusion: damage in the barrel wall produced during the feeding station of the primary packaging machine, due to a failure in one of the tweezers.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd emerald¿ syringe leaked around the membrane and down the piston. There was no report of exposure, serious injury or medical intervention.